Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by positive culture results, elevated wbc count, abdominal pain, and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event, as the patient admitted he infrequently wears a mask or performs hand hygiene prior to initiating and/or terminating treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. The genus carnobacterium is isolated in foods such as meat, chicken, or fish. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 116,490 u/l, cloudy peritoneal effluent) were collected, and the patient was diagnosed with peritonitis. The patient was treated with a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg. On (B)(6) 2024 the patient contacted the pdrn regarding worsening abdominal pain and the patient was sent to the emergency room. The patient was admitted, and his antibiotic regimen was changed to intravenous (IV) vancomycin 1000 mg every other day, and cefepime 1000 mg daily for 21 days. The peritoneal effluent culture result returned positive for carnobacterium maltaromaticum on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized without reported issue. The patient was discharged on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. Following discharge, the patient¿s antibiotics were transitioned from IV to ip. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not wear a mask (holds breath) or perform hand hygiene prior to initiating and/or termination of treatment (patient reeducated). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Event description:
On 17/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis and is being treated with antibiotics. No additional information was provided during intake. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 116,490 u/l, cloudy peritoneal effluent) were collected, and the patient was diagnosed with peritonitis. The patient was treated with a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg. On (B)(6) 2024 the patient contacted the pdrn regarding worsening abdominal pain and the patient was sent to the emergency room. The patient was admitted, and his antibiotic regimen was changed to intravenous (IV) vancomycin 1000 mg every other day, and cefepime 1000 mg daily for 21 days. The peritoneal effluent culture result returned positive for carnobacterium maltaromaticum on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized without reported issue. The patient was discharged on (B)(6) 2024 in stable condition and has recovered from the serious adverse events. Following discharge, the patient¿s antibiotics were transitioned from IV to ip. The pdrn attributed causality to a touch contamination event, as the patient admitted he frequently does not wear a mask (holds breath) or perform hand hygiene prior to initiating and/or termination of treatment (patient reeducated). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.